Manufacturer narrative:
The touchscreen assembly was returned for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.

Event description:
The customer reported a ventilator's screen froze during a device check. The device was evaluated by both the customer and a philips international field service engineer (fse). A touchscreen issue was confirmed by the fse. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the touch screen. The device was then functionally tested and passed testing. The reported issue was reported to have been resolved. No other anomalies were reported.